Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three devices that were used in the same procedure. It was reported to boston scientific corporation on may 29, 2020 that a lighttrail tractip laser fiber was used in a laser stone removal procedure in the kidney performed on (B)(6), 2020. Reportedly, the laser unit used was an auriga xl 50 watt laser console. According to the complainant, during the procedure, it was noted that the laser fiber had a small break around 3-5 millimeters back from the tip. The aiming beam and laser energy escaped outside the break. A second and third device of the same kind were used, and the same issue occurred. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with a fourth lighttrail tractip laser fiber. There were no patient complications reported as a result of this event.